Event description:
It was reported that a patient underwent a spinal canal decompression procedure on (B)(6) 2014 and an absorbable hemostat was used to absorb blood around the cervical spinal canal. Two days post procedure, the patient became disabled and cannot walk normally. No abnormalities were reported during the surgery. How much hemostat and if it was left in the patient were not reported. The surgeon opined that compression of the nerve and the hemostat not absorbing lead to the disability. The patient is reported as currently disabled. Additional information is not available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.